Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the patient experienced sustained hyperglycemia, discovered no insulin emerging during a fill-tubing sequence, and completed a full supply change with resumed insulin delivery after telephone troubleshooting and education. Symptoms included elevated blood glucose up to 401 mg/dl without reported clinical sequelae such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a probable user handling or preparation issue during cartridge filling, with no evidence of device leakage and resolution achieved after guided replacement and priming. It was concluded that the event was related to hyperglycemia with cause unclear and that the device functioned as expected after proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.